Event description:
Additional information from the manufacturer representative clarified the fractured lead and high impedances was found during a procedure to replace the implantable neurostimulator (ins) that was about to expire. They did not have time on (B)(6) 2015 to replace the lead, so the lead was left in the patient with the new ins until the (B)(6) 2016 replacement. The lead was discarded after the replacement. The patient was doing good and getting good therapy at the follow-up appointment on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the patient's lead was fracturer. The impedances for the lead were showing greater than 40,000 ohms during intraoperative testing. The patient had a loss of therapy and a lead revision was performed on (B)(6) 2016. They were doing well post-operatively. The patient was indicated for reflex sympathetic dystrophy with causalgia, complex regional pain syndrome, multiple back operations, and spinal pain.